Event description:
Caller reported a malfunction on the pump, but no notable events preceded the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The caller understood the instructions and agreed to call back if the issue recurs.